Event description:
The pt had anterior pain. The pre-op x-ray did not show any anomaly. The surgeon planned a second surgery to perform a patella resurfacing and to eventually replace the insert with a thicker one. During the second surgery the surgeon, while trying to remove the insert, noticed that the cemented tibial baseplate was loose. Finally, he replaced the tibia component and the insert and did not need to perform the patella resurfacing anymore.

Manufacturer narrative:
Document review: evolis tibial base plate size 5: code (B)(4) / lot 090075 (45 tibia produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 28 items belonging to this lot have been already implanted and no incidents have been reported up to now. Evolis uc flex insert size 5 height 9mm: code (B)(4) / lot 090734 (25 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 15 liner belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, a device involvement is highly unlikely: this kind of event is a known complication of total knee replacement and the absence of cement fixation on the implant is likely to be associated to a ineffective cementing technique.